Event description:
The manufacturer was made aware of a user's allegation her continuous positive airway pressure (CPAP) device or its associated humidifier emitted a burning odor and she is experiencing dry mouth and has lost 7 teeth as a result of the dryness. It is unknown at this time when the user first started to lose teeth as a result of dryness. The manufacturer's investigation is on-going. Upon completion of the manufacturer's investigation, a follow up report will be filed.